Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that difficulty with recharging, takes 3-4 hours at times to recharge, with the screen asleep. The controller would be from 100% to empty and patient didn't get pass 60%, and she started at 60%. Caller also reported that recharging status seemed to report implantable neurostimulator (ins) charge level, at random. Caller said patient can go from empty to 90% ins battery in 30 minutes, or it can take hours for the battery to not advance. Quality of recharge changes with manipulation of the recharger wire, while the paddle was held in place while recharging. Controller/recharger connection appeared to be good. Issue with recharging and ins battery level display fluctuations started since summer 2025. Caller did mention the implant moves around in a big pocket, but it's not deep in the body. Technical services(ts) to replace the recharger to see if that will improve recharging time. Ts redirected patient to hcp to further investigate the random ins charge level display. Ts asked caller to take notes on battery level and recharge data.

Manufacturer narrative:
H6: eval code method updated from b17 to b20. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.